Event description:
Subsequent to the initial report filing, additional information was received stating prior to the stent dislodgement, there was there difficulty crossing the lesion due to the very calcified vessel. After the stent dislodged, attempts made to retrieve the dislodged stent with a snare, but were not successful. The patient was sent to surgery to retrieve the dislodged stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure with an unspecified omnilink elite stent, as a support catheter was not used, the stent dislodged from the stent delivery system (sds) at an unintended location. No retrieval attempts were reported. No adverse patient sequela was reported and the patient is reported to be doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.